Event description:
The sd/pd long curved overheated while being tested by the field service technician during a routine service maintenance visit. There was no patient involvement, and no adverse consequences were reported.

Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components, and it was affecting the rotational properties of the device.